Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: pt's chemotherapy was attached to the secondary line using closed system transfer device. Once the secondary line was unclamped the fluid began free slowing into the primary bag. Primary line was clamped and in the pump at the time. Device and tubing were isolated. Clamps applied above and below the backcheck valve. Additional information received from the customer: was there patient harm or injury? No. If so, kindly provide the details of what happened (patient symptoms and/or abnormal lab results). No. What was the additional medical intervention provided to the patient? None. What was the patient's outcome? No impact. What was the name of the medication/fluid that under infused? None.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.